Event description:
A (B)(6) female pt reported she experienced a bacterial eye infection which was diagnosed as a corneal ulcer while including complete multipurpose solution easy rub in her lens care regimen. She indicated that her symptoms were photophobia, dryness, irritation and a little redness in the right eye. She sought medical treatment on (B)(6) 2012 and was prescribed ciprofloxacin to be used every hour the first day, decreased to every 2 hours the next day and 4 times a day for the remaining solution. A culture was not obtained. Medical records from the eye care professional confirmed a corneal ulcer; additional symptoms of epiphora, hyperemia, and corneal opacity were also noted. Prescribed ciloxan and bromday. Pt seen three times with last office visit on (B)(6) 2012. The cornea has scars, but pt's visual acuity was not affected. Contact lens solution used was not mentioned in medical records and no causality assessment was provided. The pt wears acuvue 2 lenses on a daily wear basis discarding them every 2 or 3 weeks. She changes the solution in her lens case every day or every other day or every other day, and rinses lens case with water. Pt reportedly swims and showers with lenses in place.

Manufacturer narrative:
(B)(4) - photophobia, corneal opacity. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. Physico-chemical analysis results of the complaint unit are correct and all parameters were within established acceptance criteria. The complaint unit was returned back alleged opened and microbiology results show that the sample was not sterile. All pertinent info has been provided.